Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with foreign body sensation (fbs) in both eyes (ou) at a one month post op exam. A brief description from the surgery center indicated the patient¿s comments were of fbs recurrent in both eyes especially in the morning. The patient noted the right eye (od) was worse than the left eye(os) the exam showed epithelial basement membrane dystrophy (ebmd) like appearance at both eye¿s margin. The patient was prescribed muro-128 _ hypertonic sodium chloride solution to be taken for 6 weeks. At this time, the patient has been released from after care and patient was advised to return if symptoms have not been resolved and if condition worsens. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.00 x -.75 x 103, left eye pre-op 20/20-1.00 x -.50 x 35. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.25 x 161, left eye post-op 20/20 .50 x -50 x 91.